Event description:
During baxter's eval it was found that a spectrum pump had a system error 322 alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The identified "system error 322" alarm was confirmed through the history. Eval found a failed upper auxiliary to cause this alarm. The failed upper auxiliary assembly was replaced.